Manufacturer narrative:
This report is submitted on august 2, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if the scheduled revision surgery has been completed as of the date of this report.